Event description:
It was reported there was a loss of therapeutic effect. Patient was on program 1 at 1.7 and noted no stimulation sensation. It was noted the patient had return of their overactive bladder symptoms. Patient had blood in their urine once, and the patient took a round of antibiotics. The patient had last felt stimulation approximately two weeks prior, it was also noted the patient was busy with two little boys and was unsure. Patient had felt slight stimulation in their foot at 2.9 in program 1 where normal stimulation was in their thigh and leg. In program 2 the patient had felt slight stimulation in their foot again. Program 3 the patient had not felt stimulation in their "crotch" area at 1.0. There was no known incident or accident related to this complaint. Patient had felt the lead pushing into their back when they were sitting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v952333, implanted: (B)(6) 2012, product type lead. (B)(4).